Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap package was open prior to use. The caregiver stated that the seal on the left side of the package was open. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and it was verified that there was an opening in the lateral side of the packaging. However, there was a footprint of the adhesive, indicating that the package had been sealed during manufacturing. The reported issue was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.